Event description:
It was reported that the 9900 system has joystick problems and is presenting rui failure errors. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The noted issue was verified. Identified that the emergency stop, on the rui was down. Released the emergency stop. Customer request that a spare rui is left for their use if needed. The system was tested and found to be working as intended and placed back into service.